Event description:
Customer reported receiving imprecise adc meter readings of 21.7mmol/l and 6.7mmol/l obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in readings is considered clinically significant. There was no report of serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's meter (B) (4) was tested using approved strip lot: (0833212 expiration: 2010/11) and approved control solution, c/s lot number: (7f3p06 expiration: 2009/06). The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory log within ten-minutes.